Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. One similar product experience report was received from this lot. The similar event was likely attributed to anatomical or interventional contexts, not product quality issue. Findings of production records did not confirm quality issues. Based on the provided information and referring to known similar events, it was presumed that torsion generated with manipulation in attempts to cross had likely caused difficulty in removal of the reported corsair pro xs. The applied stress would localize and therefore exceed the product design limit when the catheter tip was being trapped in the calcified cto, resulting twisting of the tip and reducing the lumen size. As for the reported dissection and collateral perforation, how this device had caused or contributed the perforation could not be identified based on the provided information. Referring to known similar events, it was presumed that patient anatomy and/or procedural contents were likely associated with this event. No CAPA will be taken. Instructions for use (IFU) states: [warnings]. If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.). Always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.). This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunctions and adverse effects]. Withdrawal difficulty, vessel dissection or perforation.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a moderately calcified, chronic total occlusion (cto) in the right coronary artery (rca). After externalization was achieved with an asahi rg3 guide wire, a des was implanted in the rca. The an asahi sasuke double lumen catheter was advanced for distal antegrade wiring to complete stenting of the posterolateral artery. At this point, both the sasuke and the retrograde asahi corsair pro xs microcatheter got stuck on the rg3. After many attempts, a destroyed sasuke was able to be removed from the guiding catheter. Because the corsair pro xs microcatheter was stuck on the rg3 and unable to be removed, it was removed together with the rg3. The case was very complex and this procedure was a reattempt and was complicated by ascending aorta dissection and perforation of the collateral used for the retrograde approach. The patient suffered cardiac arrest, resuscitation, pericardial tamponade treated with drainage and expired in the ccu 12 hours after the pci. Corsair pro xs: MFR report # 3003775027-2021-00123, sasuke: MFR report # 3003775027-2021-00124, rg3: MFR report # 3003775027-2021-00125.